Manufacturer narrative:
The complaint sample was not available, and the lot number of product involved in this incident is unknown. However, a sales and shipping search to the client within the time frame of three months before the date of occurrence. According to the sap system no product is available from this lot on distribution centers to be analyzed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The system level review of cycler device and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
(B)(4) exact date of the event is not known. First of the month has been used. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation. All information available to the manufacturer at this time has been provided.

Event description:
A peritoneal dialysis (pd) nurse reported a patient on a fresenius liberty cycler using continuous cycling peritoneal dialysis (ccpd) experienced peritonitis at an unknown date and was hospitalized at an unknown date for ongoing issues with abdominal pain, low blood pressure and peritonitis. The patient reported drain complications during treatment on (B)(6) 2015 and challenges during the setup of the treatment. Additional follow up with the patient's pd nurse on (B)(6) 2015 revealed the patient was able to complete treatment manually and that the patient wished to discontinue dialysis. She further stated the patient was currently being taken care of in the hospital and would later go into hospice. It is unknown when the patient stopped dialysis treatments and when the peritonitis occurred. Further information was requested from the patient's pd nurse, to obtain patient's medical records and hospital records, however, no further information was provided. The nurse stated the patient's file was closed as the patient decided to go into hospice.